Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer stated that he had unexplained low blood glucose readings lately. The customer stated that he corrected with insulin for breakfast. The customer stated that during lunch as he was getting ready to bolus, the customer pressed the up and down arrows and the numbers started to scroll rapidly. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with their health care provider regarding low blood glucose readings. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.